Event description:
It was reported via repair work order that the cot retaining post broke of the base of the cot which will affect the fastening of the unit. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.